Manufacturer narrative:
No patient involvement reported. Date of event was reported as (B)(6) 2017. It is unknown if the device broke on this date or was found broken on this date. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4) used to capture no patient involvement. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of driver was broken. There was no patient involved. This report is for one (1) large hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.